Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be fixated. The device was retrieved and not implanted. There were no patient consequences.